Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a patient had an optease filter implanted. It has been reported that the filter subsequently malfunctioned and caused injury and damages including but not limited to fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information provided indicates that the filter migrated and the patient had severe pain. The indication for the implant was pre-operative gastric bypass surgery for morbid obesity and a history of venous insufficiency. The filter was successfully deployed in the inferior vena cava below the renal veins at the index procedure and was well tolerated by the patient. Twenty-nine days later the filter was successfully removed percutaneously. The patient reports to still suffer from pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported filter fracture/separated and migration could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided it is not possible to establish a relationship between the reported events of fracture and migration of the device. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (15104042) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This report is a follow up report to MFR number 9616099-2016-00287 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, after and unspecified period following placement of an optease vena cava filter, the filter subsequently malfunctioned and caused injury and damages including but not limited to fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter migrated and the patient had severe pain. Twenty nine days post implantation, the filter was removed percutaneously. The patient reports to still suffer from pain. Per the medical records, the patient had a history of venous insufficiency, morbid obesity and pre-op gastric bypass prior to the filter implantation. The filter was successfully deployed the ivc below the renal veins. The patient tolerated the index procedure well and was taken to recovery in stable condition.